Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ("very bad tolerance of the implants") in a 46-year-old female patient who had essure (batch no. C38210) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anaesthesia (for essure placement procedure.) On (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required) and general physical health deterioration ("consequences on my health, which deteriorated little by little, were too numerous to enumerate"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device intolerance and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for device intolerance and general physical health deterioration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ("very bad tolerance of the implants") in a (B)(6) year-old female patient who had essure (batch no. C38210) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anaesthesia (for essure placement procedure.) On (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required) and general physical health deterioration ("consequences on my health, which deteriorated little by little, were too numerous to enumerate"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device intolerance and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for device intolerance and general physical health deterioration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.